Event description:
(B)(6) 2014, approximately 4:00 p.m., (B)(4) distributor, called to report a product issue with one of his pt users. The medical technologies of (B)(4). (Mtg) spoke with the distributor and learned that a patient had reported to the distributor that "the catheter was cut in halt". The product noted was mtg ez-advancer mini-pak (stock code 42114 - lot number 6243). This is an intermittent closed system urinary catheter. Immediately called the patient to get details relating to the incident. The pt reported that when he catheterized himself "the catching procedure was going smoothly until I withdrew the catheter. When I withdrew the catheter, I noticed that half the catheter was missing". He said he went to the hospital and had the remaining half removed. The pt reported he was okay. He went on to say that he loved the mtg product which he had been using for some time, that the catheters had helped him immensely in avoiding utis, and that he would continue using our product. (B)(6) approximately 4:30p.m., the quality assurance manager at mtg, called the patient to get additional information and to let him know that mtg would be conducting a full investigation of the incident. The product used and lot number were confirmed, however, the patient had not retained any portion of the catheter or packaging for investigation. The patient was asked for the date of the incident and to describe what had happened. The patient said that it had happened on thursday and because it was friday, (B)(6), it was assumed the incident had happened the previous day, (B)(6). The patient reiterated what had been previously described, that he had successfully drained his bladder with no unusual occurrences, but when he removed the catheter tubing a portion remained in his urethra. He said it was a clean cut at the end of the catheter tubing that was withdrawn. He explained that he had gone to the ER and that an intern "maneuvered around to insert another catheter and told him to see the urologist the next day for removal of the end of the catheter. The patient said again that he just wanted mtg to know about the incident and that mtg had a great product. When an attempt was made to collect and replace any remaining product, the patient declined saying that he had quite a number of catheters left, but was not concerned about using them. He had used the product for some time with no issues before. He was asked if it was okay to contact him again if additional information was needed for the product investigation to which he agreed.

Manufacturer narrative:
Monday, (B)(4) -the quality assurance manager and the sales and marketing manager, jointly, called the patient again with additional questions to help better understand what could have happened. It was then learned that the incident had actually happened on (B)(6), not the day prior to the initial report, as believed. The remaining part of the catheter had been removed from his urethra on (B)(6) and the patient had been hospitalized for 3 days for observation. From this conversation, it was also learned that there were no observed cuts on the catheter packaging or on the collection bag. He confirmed again that he had kept no part of the catheter or its packaging. When asked about the length of the portion of catheter tubing removed from the urethra, he described it as "about half the catheter - 3-4 inches". He said there was no leakage around the outside of the catheter tubing during voiding. Again, he went to lengths to say that there was no injury -- the piece of catheter had been removed with no bleeding, no damage and no trauma. A second offer by mtg to collect and replace any remaining catheters from that box or lot of product was declined. He assured us that he was okay and loved the products. During this call he agreed to share medical records with us and provided the name and phone number of his urologist. Medical records were provided from the physician's office later the same day. Upon reviewing the records, additional questions were raised, and to date, numerous documented attempts to resolve the questions have not been successful. (The physician has not been given written authorization by the patient to speak with mtg regarding this incident.) Statements in the medical report indicated that a "fragmented foley catheter was found in the urethra", however, the mtg product noted is not a foley catheter and mtg does not manufacture foley catheters. The reference to removal of a "foley catheter" fragment is noted in two areas of the medical records and mtg has not been able to confirm with the physician if the fragment removed was in fact a foley, as indicated, or if it was an mtg product. Additionally, the length of the catheter "fragment" removed was not noted, and it would be helpful to the investigation to know this length. Medical device evaluation /investigation: since the medical device used by the patient was not available for evaluation, all remaining inventory of that lot was pulled and underwent inspection. There were (B)(4) units each in inventory. The following steps have been carried out in the investigation: device history records were reviewed for this product lot and no nonconformances, deviations or anomalies were found. All raw material, in-process and final release records indicated that products met specifications. Complaint records were reviewed. There have been no other reports of similar incidents for this or any other products manufactured. All remaining inventory, which consisted of ((B)(4) units), underwent destructive testing whereby catheters were extended and visual inspections were performed to ensure that there were no breaks in the tubing. Results of the inspections found that all catheters extended properly and no breaks or weak spots were found. A heightened inspection of the above referenced inventory product to test tubing tensile strength was performed as described in en1616. Testing demonstrated adequate strength of the catheter tubing. Several important points to note: this product is packaged in a mini-pak configuration in which the catheter is carefully folded inside of a smaller, discrete package. In order to fit inside the packaging, the catheter has to be folded in a manner similar to a paper clip. It would be extremely difficult for a catheter that had been cut to be folded in such a way and stay together when folded into this format. The mtg ez-advancer catheters have been designed to use a washer that fits snugly around the tubing and inside the housing to prevent the tubing from retracting once extended. Because of this design, it is almost impossible for tubing that has a cut of >50% of the circumference of the tube to pass through the washer. Results of testing of this theory are on file. As previously mentioned, the catheter tubing has significant tensile strength when fully intact, but even when cut, significant force is required to fully separate the tubing. An evaluation was made to determine exactly how much force was required to break the tubing with varying degrees of cuts. In that evaluation, it was demonstrated that even when a cut was made through 90% of the circumference of the tubing, force of almost 5 psi was required to separate the tubing. Details of this evaluation are on file. Conclusion: despite extensive efforts, mtg has not been able to reproduce a situation that would have resulted in this type of event. Further, because of the way the catheter functions, it is very difficult to understand how this type of malfunction could occur. It would be extremely unlikely, if not impossible, for a 16-inch length,14 fr catheter tube that has been fully cut to remain together in a folded configuration like that used in the mini-pak and then further remain together while it is extended through the washer and housing from the collection bag into the bladder. Based on the results of our investigation, it is unlikely that tubing which has been cut more than 50% of the tubing circumference will pass through the washer and even more unlikely that tubing cut less than 50% of the circumference could be separated while in the body. Testing indicates that to break a cut of less than 50% would require force of 12-15 psi. Even tubing with a cut through 90% of the tubing circumference requires force of approximately 5 psi to separate which is greater than that expected to remove a catheter from the urethra.